Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire patient experienced on (B)(6) 2015. Patient's father reported that patient had leaned back in the bed and felt a sharp pain, resulting in father electing to remove the sensor. Upon removal of the sensor, the entire wire was still inserted in patient's buttocks. Father relayed that he pulled out the entire wire and disposed of the sensor, including the wire, in a sharps container. No injuries or medical intervention were reported. Patient reports no discomfort at insertion site.

Manufacturer narrative:
(B)(4).